Event description:
Caller reported aviva blood glucose results of 233 mg/dl, 133 mg/dl, and 120 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.